Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for fatigue and their heart rate was around 40 bpm. Further review showed the right atrial (ra) lead was exhibiting noise, loss of capture, and high out of range pace impedances greater than 300 ohms. The patient was scheduled for a revision procedure and the ra lead was surgically abandoned and replaced the following day. During the revision, the lead was tested via a pacing system analyzer which confirmed the observations. In addition, upon the pocket being opened, the physician noted leads were much more intertwined than usual. No additional adverse patient effects were reported.